Event description:
Reported via clinical study. It was reported a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed. On (B)(6) 2024, the patient underwent successful placement of a 27 mm watchman flx pro laac device with complete laa seal and deployed device diameter of 22.8 mm. On (B)(6) 2024, the patient was discharged with continuation of apixaban. On (B)(6) 2025, 261 days post-index procedure, the patient presented to the hospital due to unknown symptoms. At the time of reporting, the patient was not on any antiplatelet and anticoagulant medications. On (B)(6) 2025, a magnetic resonance imaging (MRI) brain without and with IV contrast imaging revealed a new area of enhancement with diffusion restriction in the right splenium of the corpus callosum, consistent with a subacute infarct rather than a metastatic lesion and ill-defined focus of enhancement in the right caudate head is more prominent compared to prior exams and represented a chronic infarct. The patient was advised to undergo follow-up MRI which can be useful for further evaluation. On (B)(6) 2025, an MRI brain with/without contrast was performed and showed no acute infarct. The patient was diagnosed with subacute cranial infarct. The etiology of the stroke was ischemic. No action was taken to treat the event.

Event description:
Reported via clinical study. It was reported a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed. On (B)(6) 2024, the patient underwent successful placement of a 27 mm watchman flx pro laac device with complete laa seal and deployed device diameter of 22.8 mm. On (B)(6) 2024, the patient was discharged with continuation of apixaban. On (B)(6) 2025, 261 days post-index procedure, the patient presented to the hospital due to unknown symptoms. At the time of reporting, the patient was not on any antiplatelet and anticoagulant medications. On (B)(6) 2025, a magnetic resonance imaging (MRI) brain without and with IV contrast imaging revealed a new area of enhancement with diffusion restriction in the right splenium of the corpus callosum, consistent with a subacute infarct rather than a metastatic lesion and ill-defined focus of enhancement in the right caudate head is more prominent compared to prior exams and represented a chronic infarct. The patient was advised to undergo follow-up MRI which can be useful for further evaluation. On (B)(6) 2025, an MRI brain with/without contrast was performed and showed no acute infarct. The patient was diagnosed with subacute cranial infarct. The etiology of the stroke was ischemic. No action was taken to treat the event. It was further reported that on 08-aug-2025 the outcome of the event was considered to be resolved.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.